Event description:
It was reported that a revision surgery was performed due to the disassociation of a femoral head from a tapered femoral c0mponent. The device was implanted on 3/31/1999. The pt started partial weight bearing on 4/8/1999. The dr discovered the disassociation of the head from the femoral compoenent while viewing an x-ray on or around 4/14/1999. The revision surgery was performed on 4/14/1999. Only the femoral head and bipolar were revised.